Manufacturer narrative:
UDI #:(B)(4). Date of birth is unknown as it was not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fse was not able to confirm or verify reported issues. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information to abbott medical optics has been submitted.

Event description:
The surgery center reported the vitrectomy function was not working, therefore it would not prime or cut. The patient had experienced a capsular tear on the right eye and a vitrectomy was required. The account attempted to replace the vitrectomy cutter but the vitrectomy mode would not cut. Through follow up it was learned the vitrectomy was completed manually by the surgeon. The surgery center believed the capsular tear was due to the anatomy of the patient's eye and indicated the capsular tear occurred prior to cataract procedure. The cataract procedure was completed the following day and the patient outcome is well. No additional information provided.